Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.

Event description:
Patient initially reported there was insulin in the cartridge compartment of the infusion device following a cartridge change. The infusion device and cartridges were replaced and returned for evaluation. The first level investigation unit requested follow-up with the patient on (B)(6) 2013 based on information found during the initial investigation. Follow-up was completed with the patient on (B)(6) 2013. She reported the issue occurred on different occasions, most recently one day after a cartridge change. She did not observe leakage from the infusion set and believes the leak was caused by the connection of the piston rod to the cartridge. Her blood glucose remained within her normal level of 80-100 mg/dl. She started the new infusion device 9 days prior and had not experienced further concerns. The products were sent to the manufacturer on (B)(4) 2013, and additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint describing a leakage cannot be verified. The two received used cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm function of the pump was tested on the diagnostic test system and meets the specifications.